Manufacturer narrative:
The reagent lot number was 74051901 with an expiration date of 30-apr-2025. General reagent issues were excluded (as the correct result was obtained with the same reagent. The field service engineer performed preventive maintenance and confirmed the analyzer was performing within specifications. The investigation did not identify a specific product problem. The cause of the event could not be determined.

Event description:
There was an allegation of calibration issues and questionable high hdlc4 results from the cobas pure c 303 analytical unit. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.